Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has been experiencing shortness of breath, dizziness, and atrial flutter. A holter monitor study was conducted showing possible device issues. It was recommended that the patient have their device interrogated directly. No additional patient complications have been reported as a result of this event.

Event description:
After additional device interrogation it was determined that the device was not suspected as the cause of the atrial undersensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).